Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. The manufacturing record was reviewed and found no irregularities. A likely mechanism causing the reported event might be the following: the ultrasonic output was activating while the tissue was grasped at the distal end of the device. The probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely. The above device handling has warned in the instruction manual.

Event description:
We received the following report from the health professional. *during a laparoscopic procedure, the subject device was used. An unspecified error occurred frequently after activation several times, and the device became unable to use. The intended procedure was completed with another device. There was no patient injury reported. Visual inspection of the device confirmed that the tissue pad of the proximal part was worn.